Manufacturer narrative:
Citation: avvedimento et al. Early hemodynamic performance of the sapien 3 ultra resilia and evolut valves: a propensity-matched analysis. Can j cardiol. 2025 aug 12:s0828-282x(25)00653-1. Doi: 10.1016/j.cjca.2025.07.040. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding early hemodynamic performance of the sapien 3 ultra resilia (s3ur) and medtronic evolut bioprosthetic valves. The study population included 795 patients: 307 received a s3ur and 488 patients received an evolut valve. Medtronic evolut valves included the models evolut pro, evolut pro+, and evolut fx. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: coronary obstruction, cardiac tamponade, annular rupture, major bleeding or vascular complication, moderate-to-severe aortic regurgitation (ar), stroke, myocardial infarction (mi), mean gradient > 20 mmhg, arrhythmia requiring permanent pacemaker implant, and conversion to surgery or re-intervention. No further information was provided pertaining to medtronic products.